Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire kinked and could not advance. Another device was used to finish the procedure.

Event description:
The customer reports the guide wire kinked and could not advance. Another device was used to finish the procedure.

Manufacturer narrative:
(B)(4). Upon preliminary investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 11/19/2018, was sent in error.